Manufacturer narrative:
A ge service representative performed an on site investigation. The system was tested and there were vertical lines in the images that may have been caused by the camera. The 12 inch camera is not available at this time.

Event description:
The customer reported that the 9600 system would not fluoro during a case. Also, the images were distorted. No patient injury was reported.